Event description:
It was reported that no flow was occurring with a clear link secondary set while the roller clamp was open. This occurred while in use with a carefusion secondary set (non-baxter) and levofloxacin solution bags (non-baxter). There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.